Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had surgery in (B)(6) 2010 to move the neurostimulator device due to weight change, and then surgery in (B)(6) 2010 to move the lead. The device was implanted for bowel dysfunction. The pt recently experienced loose stools, and earlier in the same week had problems with constipation. It was noted that the device output was at 0.0, so, it may have been turned off. Add'l info has been requested, but was not available as of the date of this report.